Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 6th of february 2026 and 26th of february 2026 recorded an initial shock impedance of 70 ohms with a sudden increase to >150 ohms from 10th of february until the end of the recordings. No further data is provided for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that a significantly increased shock impedance was observed. The center is evaluating how to proceed. Should additional information be received, this file will be updated.